Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger/modem or battery pack. Device manufacture dates sn (B)(4): 10/23/2013 sn (B)(4): 09/22/2014.

Event description:
A us distributor reported that a patient's charger/modem was unable to charge a battery pack.